Event description:
It was reported that the device was broken. No patient impact.

Manufacturer narrative:
The analysis result shows visually, the inner shaft was bent until broken. There was deformation in the distal outside diameter of the inner hub which would have resulted in the reported event. The hub bushing was rough and worn. Functional testing could not be performed due to the broken state of the device. If information is provided in the future, a supplemental report will be issued.